Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope was having an angulation malfunction. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material was attached to the distal end and the forceps elevator, a stain inside the light guide lens, and a gap between the distal end and the server plug-in. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material at forceps elevator and distal end may not have been removed because reprocessing could not be conducted properly by leakage due to deformation of electrical connector guide pin. It is likely that the inside of lg (light guide)-lens was dirty since foreign material was not at external surface of the device, the material could not be removed by reprocessing. The lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope was having an angulation malfunction. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material was attached to the distal end and the forceps elevator and a stain inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the grip had s a scratch, the switch box had a scratch, the suction cylinder had no color, due to deformation of the electrical connector guide pin the water tightness was lost, the electrical connector was dirty due to water leakage, due to damage on the charged coupled device unit the image had black dots, due to a cut on the knob wire the forceps did not rise up at all, due to damage on the water supply to forceps raiser pipe the forceps lever made noise when moved, due to wear of the angle wire the play of the up/down knob was out of the standard value, the distal end had corrosion, the connecting tube had discoloration, due to annual inspection some parts needed to be replaced, the adhesive around the objective lens ha wear, there was corrosion around elevator arm, and the universal cord had a scratch.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.